Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist installed the dental implant after its expiration date.

Event description:
(B)(4) ¿ the dentist reported that 10 months and 9 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed.